Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapies due to noise oversensing while the patient was crouched at the floor repairing a drain. The patient was brought for evaluations, the noise/oversensing could not be reproduced after performing isometrics. Primary vector configuration was the best choice for the patient and was sent home with a new arrhythmia reference template. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapies not isolated to a sigle episode, due to noise oversensing with low r-t ratio while the patient was crouched at the floor repairing a drain. The patient was brough for evaluations, the noise/oversensing could not be reproduced after performing isometrics. Primary vector configuration was the best choice for the patient and was sent home with a new arrhythmia reference template. Further review of the s-ICD history showed several ineffective conversions with elevated impedance within normal range. The patient will continue to be monitored until next follow up where x-rays are scheduled. This s-ICD remains in service and no additional adverse patient effects were reported.